Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locks properly into the reservoir compartment. No pump error 63 alarms were noted during testing successfully downloaded pump history files and traces using thump software. No failed battery test alarms were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 2.0 received the lowbatteryalert (104) on 08/21/2025 19:20:00 after more than 7 days at 27.34 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump alarmed 2 failed battery test alarms on the event date of 09/11/2025 at 14:49:41.000, and 14:50:08.000. Found pump error 63 alarms in the pump history files and traces (variable #: 21) on the event date of 09/11/2025 at 14:49:38.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Blank display and failed battery test were not confirmed during testing. Pump error 63 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures.) And the pump did not give a warning at the low and the pump just shut off. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed. Customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that pump should be replaced, and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. The customer reported receiving a battery failed alarm. No damage was reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. The customer was reporting a discrepancy between sensor glucose and blood glucose. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a. Mmt-1884 was requested, and the customer response was the device will be returned.